Manufacturer narrative:
Product analysis: analysis was able to confirm the touchscreen was not responding to the stylus on the lower part of the screen. The overlay/bezel assembly was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was not responding on the lower part of the screen. The programmer was returned for service. There was no patient involvement.